Event description:
Note: this report pertains to one of three resolution clip devices used on the same patient and procedure. It was reported to boston scientific corporation that three resolution clip devices were used during an unknown procedure for closure; performed during the week of november 6, though the exact date is unknown. The anatomical location is unknown. During the procedure, the clip separated from the sheath, leaving it unable to be used. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the date of the event was approximated to 11/1/2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in an unknown location.